Event description:
It was reported that the device reached early elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator triggered due to high battery impedance logged on (B)(6)-2011, prior to explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator triggered due to high battery impedance logged on (B)(6) 2011, prior to explant.

Event description:
It was reported that the device had high battery impedance and reached early elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.